Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported ¿capsular contracture baker grade 3".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed an opening assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ hematoma: unable to observe as it is not related to the device. As per the investigation procedures wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿ruptured and textured¿. Healthcare professional later reported capsular contracture baker grade IV, hematoma and appearing fluid. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, ¿ruptured and textured¿. This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported ¿ruptured and textured¿. Healthcare professional later reported capsular contracture baker grade IV, hematoma and appearing fluid. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d1, d2a, d2b, g4, h.6. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.